Manufacturer narrative:
(B)(4) follow up report for correction and device evaluation. The event/product problem was incorrect in the initial MDR. Correct event/product problem is silicone visible. Two samples and two photos were provided to our quality team for investigation. One syringe has brownish discoloration on the tip of the barrel consistent with embedded foreign matter, and the other syringe has silicone visible on the stopper, however no stringing or pooling was observed. Potential root cause for the foreign matter embedded defect is associated with the molding process. The embedded foreign matter is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start-up. This type of defect is cosmetic and does not pose a risk to the customer. The reported defect of silicone excessive was not identified in the samples received. Therefore, corrective actions are not required at this time. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. Silicone has been in use in this application for over 20 years, with estimated distribution well in excess of 25 billion units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Please see silicone quantity guideline attached. Furthermore, a device history record review was completed for provided lot number 3292470. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Post investigation findings revealed that the foreign matter was actually silicone visible.

Event description:
Materials: 309646. Batch#: 3292470. It was reported that the bd luer-lok had foreign matter. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. I am writing with regards to pour bd 5 ml syringes. We had two issues with our 5 ml syringes this week (ref #309646). We had one syringe which had a discoloration on the syringe tip. We also had a plunger with a white type of film on top of plunger. Additional information provided: 1. Are you able to provide the dates of the events in the format of mm-dd-yyyy? If unknown, can state unknown. Oct-22-2024. 2. How was the patient outcome? Are there any clinical signs, health consequences or impact? No. Product did not leave pharmacy and did not reach patient or care area. 3. Any adverse event or serious injury reported to patient or health care professional? No. 4. Did physical sample available for investigation of affected product? If yes, are you able to provide the address of the facility for us to ship the return label? Yes. I still have both syringes. (B)(6).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.